Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced vomiting and dizziness. The cgm was reading 200 mg/dl and the blood glucose reading was 600 mg/dl. At the time of the report, the patient was en route to the hospital for evaluation. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.